Event description:
Pump was reported to have alarm 20 during its operation. There was no adverse impact to the customer's blood glucose level. Customer was unable to load a new cartridge successfully, leading to a recurrence of the cartridge alarm. Technical support assisted customer and decided to replace the malfunctioning pump, providing instructions for safe transport of the replacement. Replacement pump was provided, and customer was informed about the need for the pump's return using a pre-paid label and return box.